Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous mid right coronary artery that is 75% stenosed. After a non-abbott 2.75mm stent was deployed the 2.75x12mm nc trek neo balloon dilatation catheter was inflated; however, ruptured during the first inflation at 12 atmospheres. A non-abbott 2.75mm balloon was successfully inflated to 16 atmospheres. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material rupture. Factors that may contribute to material rupture include, but are not limited to, inadequate balloon integrity, interaction with challenging anatomy, interaction with accessory devices, damage to the balloon, and/or inflating above the rated burst pressure. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous mid right coronary artery that is 75% stenosed. After a non-abbott 2.75mm stent was deployed the 2.75x12mm nc trek neo balloon dilatation catheter was inflated; however, ruptured during the first inflation at 12 atmospheres. A non-abbott 2.75mm balloon was successfully inflated to 16 atmospheres. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.